Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The display unit connector board contacts were cleaned, cable pin contacts were cleaned, cables were reseated, and display unit boards and harnesses were reseated. No report of patient involvement.

Event description:
The hospital reported the unit alarmed, indicating the only mode available was alt o2. There was no report of patient involvement.